Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled check-up, a single ventricular fibrillation episode was observed. Review of the session record showed myopotential oversensing. Lfa settings were programmed. Myopotential oversensing was confirmed from the pre-programming coughs and the post-programming checks were clear. The patient will return for a follow-up.